Manufacturer narrative:
Additional information: h6 type of investigation (add code), h11 (photo evaluation). Correction: h6: investigation findings and conclusions (replace codes), h11 (previous cause conclusion). H11: additionally, a photo sample was analyzed which showed a cut/slice in the tubing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets had kinks which led to formation of holes in the tubing and solution leakage. The issue was noticed when starting an intravenous (IV) infusion during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual device was returned for evaluation. Visual inspection was performed which identified the tubing was cut. The reported condition was verified. The cause of the cut tubing was due to the blades of the tiromat machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.